Event description:
Customer reported the system was firing on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, but replaced the interconnect cable and lemo connector as a precautionary measure. System operates as intended. (B) (4).